Manufacturer narrative:
Findings: pump received with broken off retainer ring, missing reservoir tube o-ring, cracked case behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer reported that the reservoir connection is broken.